Event description:
It was reported that the patient experienced a low glucose event with a reported blood glucose of 66 mg/dl, without a confirmatory glucometer reading, and ingested 15 grams of oral carbohydrates per troubleshooting guidance. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration and monitoring. Investigation included complaint handling and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction could be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.